Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was used to perform the resection of the stomach, after firing the fourth stroke of the fourth blue reload the device jammed while tissue stuck within it and wouldn't open upon several attempts. The surgeon then pushed down the red reverse button, squeezed the handle plastic to plastic, but the device still wouldn't open. Since the device was still placed on tissue, there was no way to inspect the distal end of the jaws to observe knife location. The surgeon then tried to push open the device firing handle to its full extent - but this, again, didn't help open the jaws. Using an endoscopic grasper, the surgeon cleared off residue tissue on both lateral sides of the jaws. This enabled him to extract the device from within the abdominal wall, while the jaws still locked closed. Fortunately, no articulation was used in this firing, which enabled the surgeon to extract the device. A new device was used on the same location as the last firing of the jammed device - alongside the previous staple line - in intent to fully replace it. The surgeon completed the resection, fired a few clips over the staple line and inspected the gastric pouch using methylene blue. Surgery was prolonged forty-five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device was received in the open position and no difficulties were encountered to open the device during the functional testing.